Event description:
It was reported that stent dislodgment occured. The target lesion was located in the iliac artery. A 6.0 x 20 x 75cm express ld iliac stent was advanced for treatment. However, the stent was detached from the delivery balloon. The device was successfully removed from the patient including its delivery catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent mounted onto the balloon. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The device was received with stent crimped in the correct position on the balloon of the delivery system. A visual and microscopic examination identified no damage or issues with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could possibly have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occured. The target lesion was located in the iliac artery. A 6.0 x 20 x 75cm express ld iliac stent was advanced for treatment. However, the stent was detached from the delivery balloon. The device was successfully removed from the patient including its delivery catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.